Event description:
Normal saline IV infusing with carefusion tubing attached to alaris pump, began leaking. Pump placed on pause continued to leak, tubing then clamped, leak stopped. New IV bag along with primary IV tubing placed within the same pump and channel without further problems IV tubing sequestered and provided to supply chain.